Manufacturer narrative:
Dip switches. Issue was resolved by stryker field tech by reset dip switches to correct setting.

Event description:
It was reported by service report that the nurse call was not working. No pt involvement or adverse consequences are reported.